Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed that the bearings had failed and the rotor was worn. Failure of bearings can result in excessive friction among the rotating components of the device which can lead to generation of heat.

Event description:
It was reported that during testing conducted by a field service technician, the device over-heated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.